Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.